Manufacturer narrative:
Product complaint #: (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: it was reported: suture breakage. An unopened sample of product code w3204, lot # md6514 was returned for analysis. The issue sample was not received for analysis. During the inspection of an unopened sample, multiples wrinkles and holes in cavity on the bottom foil package (from outside to inside) appears to be by excessive handling. The sample was opened, and the swage and attachment area were as expected. The suture was examined along of strand and no defects, damaged or breakage suture were noted. Functional test was performed on the sample and the tensile force met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no suture breakage was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it is reported that 'the suture breaking repeatedly; how many sutures broke in this procedure? 3 foils are broke in same procedure. Are multiple procedures/cases involved? If yes, how many? Were there any patient consequences and any medical/surgical intervention to manage them? How was case completed? Case completed with other company suture.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. A different device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.